Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A sensation plus 8fr 50cc catheter kit was returned intact and sealed. Clear fluid was found inside the product packaging. The evaluation consisted of a functional, visual and chemical analysis inspection confirming the presence of fluid inside the packaging. A sample of the fluid has been tested via infrared spectrum analysis and found to be silicone. This fluid is used as a lubricant during the manufacturing process. It has been determined to be biocompatible, does not affect the function of the device, and poses no risk to the patient. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. A sample of the fluid has been tested via infrared spectrum analysis and found to be silicone. This fluid is used as a lubricant during the manufacturing process. It has been determined to be biocompatible, does not affect the function of the device, and poses no risk to the patient. Reference ID: (B)(4).

Event description:
It was reported that upon opening of the 50 cc sensation plus balloon (iab) box a condensation like material was observed inside the sterile packaging. The packaging was not opened or used due to possible contamination.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character restriction e1 initial reporter full name: (B)(6).due to character restriction e1 event site full name: (B)(6).record ID:(B)(4).

Manufacturer narrative:
Complaint ID no. (B)(4).

Event description:
It was reported that upon opening of the 50 cc sensation plus balloon (iab) box a condensation like material was observed inside the sterile packaging. The packaging was not opened or used due to possible contamination. There was no patient involvement.